Event description:
It was reported that the device broke. A 1.50mm rotablator rotalink plus was selected for use. During test, the burr broke. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device identified that at 9.8cm proximal from the tip of the sheath, the sheath was detached. A microscopic examination of the device found no damage or irregularities.

Event description:
It was reported that the device broke. A 1.50mm rotablator rotalink plus was selected for use. During test, the burr broke. The procedure was completed with another of the same device. No patient complications were reported.